Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that the central station does not send out sound via sound card. The device was not in use on a patient at the time of the event. Results of functional testing indicated that the pic ix system works as intended. Based on the information available and the testing conducted, the cause of the reported problem was the customer opened up the computer and found that a cable from the sound card was not plugged in. After this was fixed, the sound came from the external speaker.

Event description:
It was reported that the central station does not send out sound via sound card. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).